Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts were returned to the manufacturer for analysis. The site noted that the issue may have been caused by power issues with their outlets.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported that the system was cycling power when moved around. The side panel was opened, and the power cord was changed to a different port on the uninterruptible power supply (ups) to fix the issue. The power cord did not seem reliable. There was no patient present when this issue was identified.

Manufacturer narrative:
Additional information: manufacture date provided.

Manufacturer narrative:
Correction: a medtronic representative went to the site to test the equipment. Testing revealed that the issue was caused hospital's outlet. The imaging system then passed the system checkout and was found to be fully functional. If this information was received prior to the initial MDR report filing, this would not be considered as reportable.